Event description:
Consumer called to report different results when testing against a lab reading. Analysis run on clark error grid using lab reading (52) as reference point vs. Bd reading bd readings (88), acceptable limits.

Manufacturer narrative:
A waiting product return to conduct quality investigation.